Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The returned stapler appeared used as there was biological material present on the device. The stapler was returned with 41 staples remaining in the cover. The trigger was not returned engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was unable to form properly. However, the next staple was able to fire properly. This was repeated two more times with the same result. To simulate insertion into the skin, the remaining staples were fired into a simulation skin pad. The remaining staples were all successfully applied to the simulated skin pad. It appeared that the misalignment of the first two staples prevented the first staple from moving down the track and into the forming tool correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the first staple from firing correctly. After the first staple misfired, the remaining staples functioned properly. The sample was disassembled and die casting anomalies on the forming tool were discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staple was jamming. The issue was detected during use and no patient harm was reported.

Event description:
Reported issue: the staple was jamming.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73j2100805 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.